Manufacturer narrative:
Analysis results: the avpii and delivery wire were returned to aga medical along with another manufacturers catheter. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded with a test hemostasis valve and handed off to the returned catheter, advanced, deployed, and retracted without issue. Manufacturing record review: during manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Conclusion: our investigation was unable to confirm the performance described at implant, as the avpii met manufacturing specifications during analysis at aga medical and prior to shipment. Additionally, we understand we are unable to fully reproduce all of the variables associated with this event, including the laboratory environment or contributing patient factors.

Event description:
According to the initial information received, an 8mm amplatzer vascular plug 2 (avp2) was attempted when the avp2 had to be downsized. A 6mm avp2 was then attempted but would not advance through a 5f medtronic guide catheter so the device was retracted. The 5f catheter was about to be exchanged for a 6f catheter when the patient became unstable due to svt. The patient was treated with adenosine to restore sinus rhythm and was diagnosed with third-degree heart block likely due to manipulation of cardiac tissue resulting from the procedure. The avp2 was retracted without incident and the procedure was aborted.